Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reliability laboratory technican not applicable st. Jude medical crmd reliability laboratory failu re (event) observed during analysis. The device had no telemetry and was slightly swollen.the battery voltage was too low for retention of memory values. The device current was normal after temperature cycling. The battery was analyzed by the manufacturer and no anomaly was detected. The battery depletion could have been due to normal use; however, the cause was undetermined.